Event description:
It was reported that customer lost his insulin pump while staying in a camp. The caller stated that he went to swim, took the device off, and lost it. It was stated that he noticed did not have the device when he went to bolus for a snack. The customer's blood glucose level was treated with manual injections since then. The caller also mentioned that the customer dropped the device in the toilet and even showered with the device on, and each time she blow dried it to get it to work again. Days later, the grandmother called to report that the insulin pump was found, but it was not functioning. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents within specifications. The device passed the error and displacement tests. However, the unit was unable to prime during the prime test as a result of a loose/protruded drive support disk. Further testing could not be performed due to the prime anomaly. The device was received with cracked case at the display window corners, display window and battery tube threads, scratched screen, debris under the display window, and traces of moisture at the lcd assembly.